Manufacturer narrative:
Complaint device was returned to stryker sustainability solutions (sss) for evaluation. A visual examination of the returned device revealed evidence of clinical use including biological material on the distal tip as well as an indention in the teflon pad. The broken tip was not returned for an evaluation of scratches or gouges. The observed pad indention is typically caused by closing the jaw without tissue between the activated blade and pad, which suggests the jaw was initially intact during clinical use. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a hard object such as a surgical clip during clinical use. Sss instructions for use state: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." "Take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep or error code when either of the foot pedals or hand controlled buttons is depressed." A review of the lot control sheet for the reported device indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2013-00195 where the tip of the device fell into the patient and the patient had to be opened up to remove the tip even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported during a procedure using an ultrasonic scalpel, "the tip (jaw) of the ace36e broke off." There was no patient injury reported by the user facility.

Event description:
It was reported during a procedure using an ultrasonic scalpel, "the tip (jaw) of the ace36e broke off." There was no patient injury reported by the user facility.

Manufacturer narrative:
At the time of this report the complaint device has not been returned to stryker sustainability solutions (sss) for an evaluation. Once the device is return and an investigation is completed, a follow up MDR will be submitted.